Event description:
It was reported that that since the surgery was carried out, the patient reports that back pain has got progressively worse. His wife suspects that she may have an allergy to certain metals and had been to a private company of this year in order to have allergy testing conducted on a range of 25 different metals. Also it was reported that the results of these tests allegedly indicate a positive reaction during the tests to titanium, cadmium, nickel, mercury and cobalt. During conversations with the patient¿s physician, the physician had confirmed that the implants contained titanium.

Manufacturer narrative:
Method: device not returned; results: the results of the tests were requested but it was reported that this information is not available. The customer has other metal implant that are no stryker products. The reported event was a customer inquiry regarding the composition of implants. Conclusion: no device failure was reported and therefore no plausible root cause was identified.

Event description:
It was reported that since the surgery was carried out, the patient reports that back pain has got progressively worse. His wife suspects that she may have an allergy to certain metals and had been to a private company of this year in order to have allergy testing conducted on a range of 25 different metals. Also it was reported that the results of these tests allegedly indicate a positive reaction during the tests to titanium, cadmium, nickel, mercury and cobalt. During conversations with the patient's physician, the physician had confirmed that the implants contained titanium.